Manufacturer narrative:
(B)(4) date sent: 8/7/2023 d4: batch # 959a42 investigation summary the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one ec60a device was returned with no apparent damage and with two reloads received along with the device. One ecr60b reload (b) and one ecr60w reload(c) present, both reloads were received unfired. However, five drivers were missing from reload(b), and the cartridge pan was dislodged from both sides. No functional test was performed to reload(b) due to the condition of it. The device was tested for functionality in the articulated position with a returned reload (c) and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. As part of our quality process, the manufacturing records of this batch number were reviewed, and the manufacturing standards were met prior to the release of this batch. No conclusion could be reached on what may have caused the reload pan to dislodge. Device history review a manufacturing record evaluation was performed for the finished device batch number 959a42, and no non-conformances were identified. Additional information was requested and the following was obtained: which portion of the packaging was damaged (tyvek, plastic/blister, white outer box, etc.)? -the edge of tyvek of the cartridge. Was sterility compromised as a result of the packaging damage? -unknown the procedure should be pulmonary segment resection.

Event description:
It was reported that during an unk surgery, before used on the patient, noted the packing was damaged. Changed another one to use , they still had the same problem. Changed another one to use , could not fire when severing lung tissue on the first firing. Changed the new one to complete surgery. There were no adverse consequences to the patient. No additional information could be provided.